Manufacturer narrative:
See b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787 product ID: 9735773 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the error was a battery service error. The representative also tested the battery and it was not holding a charge after being plugged into wall power overnight.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: n/a, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that the system gave a message that it was rebooting and the screen went black. System was powered back on and the registration was saved and the procedure was able to be completed without further issue. There was no patient harm and the procedure was delayed by ten minutes.

Manufacturer narrative:
H2) additional information: continuation of d10: other relevant device(s) are: product ID: 9735787, lot # s19510029. Product ID: 9735773, lot #1949. H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. ¿the system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned battery. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.